Event description:
(B)(4): it was reported that the ventilator failed the patient circuit sub-test with a duo guard filter connected, during the pre-use checks tests. The ventilator was tested with two different filters, however, the tests we were not successful. Then the ventilator was tested without the filter and the pre-use checks tests passed successfully. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our investigation into this matter is finalized. We received the two duo guard filter that failed the circuit test, during pre-use check. We also received four duo guard filter from the same batch. All filters were tested in a reference ventilator. All filters passed pre-use check and no deviations during simulated use test were found. It is our conclusion that the filter is functioning according to specification.

Event description:
(B)(4).